Manufacturer narrative:
Asr / psr date submitted: 15apr2017. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.